Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has only been on the insulin pump for a couple of months. Customer has had trouble regulating her blood glucose. Customer's blood glucose is 239 mg/dl. Customer stated that she realized all of the insulin in the refrigerator was her husband's. Customer stated that she knew it was something close to what her husband uses, which is novolog. Customer stated that she had not realized that she ran out of insulin. Customer stated she will go to the pharmacy tomorrow to obtain the correct insulin. Customer does not want to troubleshoot the pump in regards to the high blood glucose because she knows everything is working fine. In another call, customer's blood glucose was 436 mg/dl. Customer stated that she treated with the pump. Customer bolused 25 units of insulin. Customer stated that the cannula was bent and occluded. Customer was advised to do a complete set change. Customer mentioned that she is bleeding at the site.